Event description:
The pump stopped functioning due to eos (end of service) on (B)(6) 2012. It was stated that the elective replacement indicator (eri) and eos dates were "confused;" it was believed there were at least 90 days until the pump stopped functioning. The patient experienced withdrawal symptoms, so the hcp gave the patient oral baclofen until the pump was replaced. The patient outcome was reported as "ok." Per telemetry, baclofen (2000 mcg/ml) was administered at a rate of 500.1 mcg/day.

Event description:
Additional information: the pump was noted to have been implanted 7 years ago.

Manufacturer narrative:
Analysis of the pump revealed a non-significant anomaly regarding eos due to time progression.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.